Event description:
Dr. Was trying to do a balloon dilatation during an egd, however when feeding the balloon through the scope's channel, it would not go through, it keeps getting stuck. Tried to change scopes but it was still getting stuck. We changed the balloon, and it finally went through. FDA safety report ID #(B)(4).